Event description:
Tech alleged that the bed exit is not alarming. No pt impact.

Manufacturer narrative:
The tech found the bed exit tape switch is the cause of the bed exit not alarming. Tech replaced the tape switch to resolve the issue.